Event description:
Based on a letter from rn the details are as follows: the PICC line fractured during insertion and the fractured portion travelled through the heart, pulmonary artery and lodged in therlower lobe of the right lung. This incident required surgical intervention and the fractured catheter was removed by physician via an arteriogram. This was performed at a local hosp with concious sedation.